Event description:
It was reported via journal article titled: "suboptimal biventricular pacing. What is the mechanism?" Journal of arrhythmia. After placing the left ventricular (lv) lead during subsequent follow ups the left ventricle was pacing lower compared to the right ventricle. It was noted that there was biventricular pacing with intermittent right ventricular pacing only, which corresponded to wide qrs complex (rv pacing only) on the surface electrogram, this was due to sensing of far-field atrial signal by left ventricular lead which inhibited lv pacing. This resulted in intermittent inhibition of lv pacing. It was elected to switch the lv sensing off as the lv signal amplitude was low and subsequent device interrogated showed biventricular pacing of 99%. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being filed to correct the report source field.

Event description:
It was reported via journal article titled: "suboptimal biventricular pacing. What is the mechanism?" Journal of arrhythmia. After placing the left ventricular (lv) lead during subsequent follow ups the left ventricle was pacing lower compared to the right ventricle. It was noted that there was biventricular pacing with intermittent right ventricular pacing only, which corresponded to wide qrs complex (rv pacing only) on the surface electrogram, this was due to sensing of far-field atrial signal by left ventricular lead which inhibited lv pacing. This resulted in intermittent inhibition of lv pacing. It was elected to switch the lv sensing off as the lv signal amplitude was low and subsequent device interrogated showed biventricular pacing of 99%. No adverse patient effects were reported. Lv lead remains implanted.

Manufacturer narrative:
This report is being filed to correct device codes, patient codes, and impact codes.

Event description:
It was reported via journal article titled: "suboptimal biventricular pacing. What is the mechanism?" Journal of arrhythmia. After placing the left ventricular (lv) lead during subsequent follow ups the left ventricle was pacing lower compared to the right ventricle. It was noted that there was biventricular pacing with intermittent right ventricular pacing only, which corresponded to wide qrs complex (rv pacing only) on the surface electrogram, this was due to sensing of far-field atrial signal by left ventricular lead which inhibited lv pacing. This resulted in intermittent inhibition of lv pacing. It was elected to switch the lv sensing off as the lv signal amplitude was low and subsequent device interrogated showed biventricular pacing of 99%. No adverse patient effects were reported. Lv lead remains implanted.

Manufacturer narrative:
This report is being filed to correct the suspected medical device fields.

Event description:
It was reported via journal article titled: "suboptimal biventricular pacing. What is the mechanism?" Journal of arrhythmia. After placing the left ventricular (lv) lead during subsequent follow ups the left ventricle was pacing lower compared to the right ventricle. It was noted that there was biventricular pacing with intermittent right ventricular pacing only, which corresponded to wide qrs complex (rv pacing only) on the surface electrogram, this was due to sensing of far-field atrial signal by left ventricular lead which inhibited lv pacing. This resulted in intermittent inhibition of lv pacing. It was elected to switch the lv sensing off as the lv signal amplitude was low and subsequent device interrogated showed biventricular pacing of 99%. No adverse patient effects were reported. Lv lead remains implanted.